Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation and the customer's reported issue was confirmed. During the evaluation, it was determined that due to a pinhole on bending section cover (a-rubber), water tightness was lost. Additionally, the evaluation revealed the following findings: connecting tube had a dent; adhesive on bending section cover (a-rubber) had a chip; due to a dent on bending tube, bending angle in up direction exceeded the standard value; adhesive around light guide lens was peeled; indication on light guide connector was not clear/correct; eyepiece was dirty/deformed; control unit was dirty; and the up/down plate was dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the tracheal intubation fiberscope exhibited defects of the bending section and insertion tube. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the connecting tube coating was found to be peeling. (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to use stress, external factors, or handling. The inspection method for this event is described as follows in the instructions for use "chapter 3 preparations and inspections 3.2 preparations and inspections of the endoscope". "Inspection of the endoscope body. 1. Visually check that there are no scratches, chips, deformation, or other abnormalities on the external appearance of the operation unit. 2. Visually check that there are no bends, twists, bulges, or other abnormalities in the soft part near the boundary between the anti-break part and the insertion part. 3. Check that there are no cracks, dents, bulges, edges, metal wires protruding from the inside, protrusions, floating resin, peeling, or other abnormalities in the appearance of the insertion tube. 4. Grasp the insertion tube lightly with your hand and slide it along its entire length to make sure that it does not catch on the entire circumference. Also make sure that the flexible part is not unusually hard." Olympus will continue to monitor field performance for this device.